Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2352-70, (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient's occipital leads were infected and that the patient was in the emergency room (ER) and pulled it by herself. The patient was prescribed antibiotics and was sent home. It was also reported that the leads were eroding through the skin.

Manufacturer narrative:
Additional information was received that at present, the patient still had the leads and there was no signs of infection. However, there only what appeared to be a subcutaneous abscess along the midline and what felt like a retained fragments of hardware. It was also reported that there was no actual opening at the lead site. The patient will undergo an explant procedure. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient's occipital leads were infected and that the patient was in the emergency room (ER) and pulled it by herself. The patient was prescribed antibiotics and was sent home. It was also reported that the leads were eroding through the skin.

Manufacturer narrative:
Additional information was received that the patient was treated with oral medication. The patient underwent an explant procedure. The physician did not suspect device malfunction. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's occipital leads were infected and that the patient was in the emergency room (ER) and pulled it by herself. The patient was prescribed antibiotics and was sent home. It was also reported that the leads were eroding through the skin.